Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of change sensor alarm and calibration errors. The customer's blood glucose level at the time of incident was 98mg/dl. The customer stated removing the sensor after receiving the calibration error. The customer states the device shutting off when threshold suspend occurred. The customer states the device would say they were low, but they were not. The customer's blood glucose was 98mg/dl and the sensor would read 40mg/dl. Troubleshoot was conducted. The customer is being sent out a replacement sensor.